Event description:
During the insertion of the lense, the leg of the lense was stuck in the injector pen. The surgeon had to use .12 to pull the lense arm out of the pen while the lense was already in the patient's eye. The surgeon had already placed the lense and was able to get the leg out of the injector without harming the patient.